Manufacturer narrative:
Manufacturer's analysis of event: investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: review of the customer returned photo attached to the complaint ticket was performed. There was one (1) image attached to the ticket. 1. "Quest sars-cov-2 result.png": this is a picture of the results screen for sample ID (B)(6) on the customer's m2000. This sample received a positive result with a 29.23 cn and was completed on 07/13/2021. The results screen displays the amplification curves for the internal control and the sars-cov-2 target. The amplification curve for the sars-cov-2 target is not abnormal but appears much weaker than the amplification curve for the internal control. The lot used for this run is lot 513139. The customer used the realtime sars-cov-2 application specification version 1.00. Based on the customer provided photos, the customer's observation could be verified by this review. Quality data review: device history record / batch record review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification reagent kit (list 09n77-090) lot 513139 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for abbott realtime sars-cov-2 amplification reagent kit (list 09n77-090) lot 513139 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and these lot numbers. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using abbott realtime sars-cov-2 amplification reagent kit (list 09n77-090) lot 513139. The complaint history review did not identify any additional tickets related to the reported complaint for abbott realtime sars-cov-2 amplification reagent kit (list 09n77-090) lot 513139. Based on the results of the investigation elements, a product deficiency for abbott realtime sars-cov-2 amplification reagent kit (list 09n77-090) lot 513139 was not identified.

Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported one discrepant result of false positive on their realtime sars-cov-2 assay. Customer stated another sample was tested by another laboratory using another realtime pcr method, because the patient was asymptomatic. The result was negative. The customer indicated assay controls passed. After reviewing the information, the field service assay specialist (fsa) concluded the run was valid, as assay controls and internal control (ic) of the affected sample were within assay specifications. After data analysis, it was concluded that no deficiency with abbott products or instruments could be determined. The system is operating as expected and customer has accepted instrument for use. The false positive result was reported to the patient. However, there was no report of impact to patient management due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.